Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the peds general unit, the tubing came apart. The nurse stated that while hanging flush, the med infusion tubing cracked. The tubing came apart where it connects to the luer lock. Although requested, no additional event and/or patient information was provided.

Event description:
It was reported that in the peds general unit, the tubing came apart. The nurse stated that while hanging flush, the med infusion tubing cracked. The tubing came apart where it connects to the luer lock. There was no patient harm.